Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number: 1627487-2021-18112, 1627487-2021-18114. It was reported the patient stopped charging the device as recommended after experiencing auto-reducing at an unknown date. As a result, the entire system was explanted and replaced to address the issue.